Manufacturer narrative:
Patient code is not applicable for this event and is being replaced.

Event description:
Additional information was received from a healthcare provider (hcp). On (B)(6) 2015 the hcp reported that they only started seeing the patient in 2013. The patient had no symptoms. A dye study was done on (B)(6) 2015 to assess the catheter. A new pump and catheter were implanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-1, lot# n201184, implanted: (B)(6) 2010, product type: accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The patient reported through a manufacturing representative that they thought the pump was overinfusing in 2013. The patient's outcome was unknown. The cause of the issues was unknown. The system was delivering clonidine and 160mcg/ml and 57.76mcg/day, bupivacaine at 14mg/ml and 5.05mg/day, and morphine at 27mg/ml and 9.758mg/day. The lot numbers were unknown. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. Follow up is being conducted. If additional information becomes available, the event will be updated.